Event description:
The customer alleged there was no audio alarm/tones when performing patient ventilator check out. No keyboard tones were noticed, so the alarms were checked and found not to function. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and replaced the power switch, in doing so, found a loose and intermittent alarm circuit wire that came apart very easily. The wire assembly was replaced to correct the reported problem. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.